Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had fallen sometime in the winter of 2015-2016 and lost back coverage. A manufacturer representative was able to give patient new programming to try for back and legs. Patient was then seen on (B)(6) 2016 and was able to achieve stim higher into the buttock, not quite into the back but patient said it was better than it had been. This was the manufacturer representative had heard anything. On (B)(6) 2017 it was reported that a revision was scheduled for (B)(6) 2017, no symptoms were reported in regards to the revision. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep noted that they were with the patient in the morning and they were having some sort of revision due to the issues stated in the first call. The rep noted that they will likely be moving a lead or adding another system to cover their back. Technical services and the rep discussed considerations for multiple systems (labeling for distance) and concerns about multiple leads. The rep noted they may add another 5 6 5 lead. The rep stated a concern with the current system includes attempts at programming at the top of the lead, driving energy in the most appropriate direction. With this the patient isn't experiencing stimulation in the lower back, where coverage is needed. The rep went over previous programming notes and stated that he patient is very satisfied of the last reprogramming but still wants coverage in the lower back, leading to the decision for a revision. The rep called in after the revision and stated that the healthcare provider (hcp) repositioned the lead. The patient has good coverage after revision. No new equipment was used. Additional information was received from a manufacturer's representative (rep). It was reported that the patient's impedances were all within normal limits. The patient had lost back coverage, but it was regained after reprogramming. The rep reported that they had no other issues.